Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the impella cp was exchanged due to low pump flow. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of low pump flow has been completed. The pump was returned for investigation. No physical abnormalities were reported on the returned product. Further investigation revealed large purge gap, which was due to bearing wear of the device. The pump was further tested in a bucket of water, and it was able to run with observed saturated pump flow. The data log shows no low pump flow at the reported time of the suction complaint. A temporary pump stop was seen, followed by the saturated pump flow at end of case run. There were several suction alarms and low pump flow during the case run without any noted positioning issues or motor current spikes. The failure modes of temporary pump stop and saturated pump flow were added as investigated failure modes based on the returned product investigation. The cause of the low pump flow issue was not determined since sufficient clinical information was not provided for the investigation. The cause of the temporary pump stop was bearing wear, which was due to pump's use beyond the design life of the product. The cause of the saturated pump flow was bearing wear, which was due to pump's use beyond the design life of the product. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: entering cardiac output : ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention, section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿